Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm cardiosave intra-aortic balloon pump (iabp) had fibre optic damage . No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields : e4, g2. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter name, email), e2, e3, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: d5. Despite good faith efforts (gfes), further information has not been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.